Event description:
Follow up information received reported that the patient received assistance from their doctor and the manufacturer's representative and had no concerns with their device therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that last night the patient was charging fine and was almost all the way charged, when all at once, it completely shut down. The patient stated the stimulation inside of his body shut down. This was the first time that this occurred. The patient stated that he and his wife tried ¿everything¿ using the book, but was not with his equipment, because he was not at the house. The patient stated he needed to go ¿in there¿ and have somebody check it. It was clarified that the patient was trying to arrange for a manufacturer's representative to meet him at the healthcare professional (hcp). The patient stated he would take ¿the machine¿ over on monday to go over it then. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).